Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea, omsc determined there was the possibility this phenomenon was attributed to some physical stress or chemical stress on the insertion section of the subject device. For instance, the followings were thought to be cause of the reported phenomenon, but omsc was unable to specify the cause because of the wide-ranging; -physical stress due to rubbing the insertion section -chemical stress due to deviation from IFU (reprocessing manual) -bad storage environment: such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays -aged deterioration -others if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the insertion tube of the subject device was partially peeled off during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.